Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the hv module was replaced to resolve the malfunction. The device was recertified and returned to the customer. The hv module was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty diode and transistor on the hv module. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement, in the reported malfunction.